Manufacturer narrative:
The importer reported that a user facility reported that a patient experienced post inflammatory hyperpigmentation in the treatment area following the use of the hybrid system. It was impossible to confirm the patient's post inflammatory hyperpigmentation has resolved, therefore we are reporting in good faith.

Event description:
The importer reported that a user facility reported that a patient experienced post inflammatory hyperpigmentation in the treatment area following the use of the hybrid system. It was impossible to confirm the patient's post inflammatory hyperpigmentation has resolved, therefore we are reporting in good faith.